Event description:
On 7/18/95, co learned from the homecare agency that it was informed by the pt family on 7/16/95 that the pulse oximeter was providing false high readings & did not alarm while on a pt. The homecare agency also reported that the pt expired, but it was not sure whether the death is related to the alleged incident.